Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the main tube had a couple of different damaged sections with tube insulation removed. The damaged areas were located roughly 2.22 above the snake wrist. The tube insulation appeared to have scratches and gouge marks. There was one deep gouge mark with material missing measuring 0.0695 x 0.126. No other damage was found.

Event description:
It was reported that during a da vinci surgical procedure the outer black coating of the thoracic grasper instrument was damaged. The surgeon was concerned about how this could have happened to the outer covering. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.